Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported when the physician presses on the device, there is a loss of capture and impedance rise to greater than 9999 ohms. The hcp plans to open the device pocket and further evaluate. No patient complications were reported as a result of this event.